Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression and that visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the patient reported having chest pain. The physician reported that the right ventricular (rv) lead expressed high impedance and an elevated capture threshold. It was also noted that the lead had perforated through the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.